Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device reprocessing, the gastrointestinal videoscope exhibited charred on the light guide lens. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the burn was not determined but the most probable cause of the complaint was burn marks on the c-cover and was assessed to be contact between the c-cover and an activated electrode. Olympus will continue to monitor field performance for this device.